Event description:
The pt was having trouble with the blood glucose (bg) levels. When pt changed out the set and site, pt noticed that the latch on the pump was not closing well and could be opened without any resistance. Pt noticed this the last time pt changed the cartridge but that it was worse now and pt does not know if this could be the cause of the bg problems. Pt could prime the pump.